Event description:
Device report from synthes reports an event in brazil as follows: it was reported that during a procedure on (B)(6) 2023, the locking screw material was damaged. At the time of use, it was torn on a k-wire and the thread was damaged. There was no surgical delay, and the procedure was completed successfully. No fragments were generated. This report involves one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ø2.7 head 2.4 self-tap l36 ss was slightly stripped from the mid-section of the threaded shaft. While no root cause can be determined for the reported issue, the stripped condition of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid damage in-situ. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l36 ss was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the va lockscr ø2.7 head 2.4 self-tap l36 ss. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history: manufacturing location: monument manufacturing date: 30-mar-2022 part number: 02.211.036, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm lot number: 745p397 (non-sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿locking screw material was damaged in a surgical procedure¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.